Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID # (B)(4).

Event description:
It was reported that aspiration was lost. An angiojet® solent¿ proxi was selected for a thrombectomy procedure in the brachial artery. Aspiration was initiated inside the body. However after a few pumps, aspiration stopped and they stopped using the catheter. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.